Event description:
It was reported that during preparation for a percutaneous coronary stenting treatment procedure stent damage occurred. The 2.5 x 28mm promus element mr stent delivery system was being unpacked, when it was noted that the stent edge got flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous coronary stenting treatment procedure, stent damage occurred. The 2.5 x 28mm promus element mr stent delivery system was being unpacked, when it was noted that the stent edge got flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.:a visual and microscopic examination identified distal stent damage. The first six rows on the distal end of the stent were stretched and some struts were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device was visually and microscopically examined and no issues were noted with the profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The tip of the device was slightly flared and was damaged. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. A visual and microscopic examination found that the hypotube had kinked approximately 540mm distal from the catheter's strain relief. Several smaller kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).